Event description:
Patient's meter gives an error 2 message and meter showed the battery icon. Medical affairs spoke to patient and they claim that when the meter gave them an error 2 message, they went to the md's office and he had tested them and increased diabetes medication. Patient claims that they were not treated in the m.d.'s office. They do not recall the reading and did not experience any symptoms prior of testing or event after testing their blood glucose. The day they called lfs they were having the error 2 problem and also having the battery icon displayed on the meter. Customer service was unable to resolve either of the issues and sent patient a new meter.